Event description:
Treatment of an aneurysm. It was reported the coil could not be detached during procedure.no patient injury reported.same event as MDR# 2029214-2012-00231.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).